Manufacturer narrative:
(B)(4). Batch # u93p3j. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device failed. The clips in the device were not advancing properly, they fed but they dropped and ejected. There were also some malformed clips. No other information was available. No patient consequences were reported.